Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube device was being used to administer medication for the advanced stage parkinson¿s disease. According to the complainant, post procedure on (B)(6) 2013, the jejunal tube was kinked. The kink was resolved by pulling the device under fluoroscopy. This device remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.